Manufacturer narrative:
Zimvie complaint number cmp(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. Zimvie received one (1) hc347, (heal collar 3.5x4.5, 7mm) for evaluation. Visual evaluation and a functional test was performed, there was signs of use, the abutments threads were discolored. However, the abutment seated in an in-house implant without any issues. Device history record (DHR) review was completed for the subject lot number 2021120615. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120615 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental: fit: does not seat. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The healing collar seated with an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the abutments are malfunctioning as they does not seat properly. The affected dental positions are unknown. The patient did not suffer any negative impact on their health. The doctor reported the procedure not completed with other abutments.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products hc347, heal collar 3.5x4.5, 7mm lot 2021120054, hc347, heal collar 3.5x4.5, 7mm lot 2021120615 and hc345, heal collar 3.5x4.5, 5mm lot 2022050926 x2 h4: device manufacturer date unknown / not provided.